Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient reported that two infusion set's tubing disconnected from the site once it was connected at the site, while the patient was walking. Moreover, she was currently on vacation and was out of infusion sets. The site location was patient's abdomen, and the pump was in the right pocket. Moreover, the infusion had been used for less than an hour. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.